Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) has been confirmed. Upon investigation the battery pack was unable to recharge or power up a monitor. The cause for the failure was isolated to excessively discharged could not be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us dist contacted zoll to report that battery pack sn (B)(4) was unable to power up a monitor.